Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that post-operative 24 hours later, the cardiac output dropped from a normal value to less than 1 during use. Reportedly, this occurred with no change in the pt status.